Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that was "broken" was not confirmed. However, baxter quality engineering discovered and confirmed this as a damaged main display. This condition was caused by a damaged main display. The main display was replaced to correct the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump as "broken." This condition occurred during biomedical testing and may have interrupted delivery. According to the facility, there was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.03.00.